Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. Upon investigation the electrode belt was unable to run a successful baseline during incoming functional testing. The cause for the failure was isolated to corrosion on the j704 connector on the distribution node pca. The root cause for the corroded connector could not be positively identified. Per the attached download data, the damage to the j704 connector did not occur while the device was being worn by the patient, and the damage did not cause or contribute to the treatment event. The damage to the j704 connector occurred at some point after the treatment event. Monitor sn: (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal, which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction.. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a09_revfi) to the reported problem. The factors are: body motion; garment stretch; weight loss; weight gain; ECG electrode positioning/contact with skin; patient body type; loose garment needed tightened; patient fit with incorrect size garment; patient error - did not follow training or respond to ifus, alarms, voice prompts.   The primary cause of the inappropriate shock was lack of response button use prior to the treatment shock (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion; poor ECG contact with skin. Manufacture dates: monitor 02/18/2019; belt 02/24/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) ((B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was awake, and was sliding up her bed at the time of the treatment event. It was reported that the patient does not have the strength to press the response buttons and that she was unable to get to them in time. The response buttons were pressed after the treatment event. The response buttons functioned appropriately. Motion artifact contributed to the false detection. The patient did not seek medical attention, and continued use of the lifevest.